Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that all monitors in the critical care unit (ccu) and the emergency room (ER) are down. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
After further investigation it was deemed not a reportable event with philips. The updated information indicates that the issue was due to the failure of the customer's backup power source and was not caused by a malfunction of a philips device.